Manufacturer narrative:
This report is submitted on june 2, 2022.

Event description:
Per the clinic, the patient experienced an infection (treatment of the infection is unknown). The implant remains in-situ.

Event description:
Per the clinic, the patient experienced an open area wound (date not reported) which lead to explantation of device.

Event description:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2022.